Manufacturer narrative:
H10: the serial number was provided for review. The sample was returned for evaluation and the investigation confirmed for the difficult to prime event. The root cause could not be determined. The device was labeled for single use.

Event description:
The report summarizes one malfunction. A review of reported information indicates that model mg1522, biopsy intrument, allegedly experienced difficulty to setup or prepare. This information was recieved from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The serial number was provided for review. The sample was not returned for evaluation, therefore the investigation is inconclusive for the alleged difficult to set up issue. The root cause could not be determined. The device was labeled for single use.

Event description:
The report summarizes one malfunction. A review of reported information indicates that model mg1522, biopsy instrument, allegedly experienced difficulty to setup or prepare. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.